Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test, self test. No unexpected e70 and e47 alarms noted device received with cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer's insulin pump alarmed several times a day with displayable history crc check failed on startup. The customer's blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.